Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer for this event, the device did not yield any video. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation , device evaluation, and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated, where lock lever corrosion, cable pinhole, cable twisting / buckling, and cracked connector were observed. All issues identified are non-reportable issues. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that the image was not displayed because of destroyed electrical circuits due to water leakage on the head unit. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not hit or drop this product. Water leakage may destroy the electrical circuit inside the product. Never store or reprocess this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The event occurred after a procedure. There is no patient involvement. It is unknown if there were any error messages, alarms or alert tones associated with this event.